Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as during the procedure, it exhibited high out of range pacing impedance measurements greater than 3000 ohms. As a result, a different lead was used, and the procedure was completed successfully. The attempted lead was discarded by the hospital, so it is not available for return and technical analysis.